Event description:
It was reported that the physician put the lead and implantable pulse generator (ipg) in the pt. An impedance check showed readings at greater than 4,000 ohms. It appeared there was tissue or blood inside the connection points of the ipg. The ipg was replaced and another impedance test showed the same results. A new lead was introduced with the same battery and the impedance test was normal.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.